Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a loss of therapy due to their lead was not in the epidural space due to migration and the patient was never able to receive stimulation. Surgical intervention was taken on (B)(6) 2020 to reposition the lead. Effective therapy was restored.